Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead experienced loss of capture and pacing impedance measurements greater than 2500 ohms. A chest x-ray was performed and this lead appeared to be fractured. This lead was replaced successfully. No adverse patient effects reported.